Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products: unknown item# unknown femoral head unknown lot # multiple MDR reports were filed for this event. Please see associated reports : 0001822565 - 2018 - 02610.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient experienced dislocation on unknown date. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated reported event was confirmed by review of xray. X-ray review identifies superior dislocation of the femoral head. Lucency is noted with margins involving the femoral stem suggestive of osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR filed for this event: 0001822565 - 2018 - 02814.